Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. In addition of the above evaluation, the device's m series pollen filter, detachable battery pack, internal battery pack, capacitor, battery fan, exhaust fan assembly, stirring fan, flow sensor assembly, tubing kit, power cord, motor blower assembly, stirring fan foam replaced due to prevent failure, which was not related to malfunction. The technician performs repair test, alarm checking, battery checking, run testing, and cleaning and software was upgraded.